Event description:
Received a report from an international distributor that a consumer had sought medical attention after experiencing dizziness, nausea, rash and chills after the use of two tampons. Distributor indicated consumer's doctor diagnosed them with "anaphylaxis", treated them with medication and released them the same day without further incident. Distributor noted that consumer is allergic to antibiotics but did not forward consumer's medical record regarding this experience.